Event description:
It was reported that the patient's right ventricular (rv) lead exhibited no capture and undersensing due to dislodgement. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).